Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Manufacturer narrative:
(B)(4). No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the customer found foreign matter on wafer. No pt involvement was reported.

Manufacturer narrative:
Additional information was received october 28, 2015. Confirmation that a return sample has been received on october 27, 2015. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
No previous investigations are available. No batch record could be reviewed as a lot number was not provided. A return product sample was received for evaluation. The returned product was examined and a discrepancy was found. It was determined that the returned product did not meet specification. A non-conformance (nc) was raised and investigated. The investigation determined that four (4) complaints for the reported issue were within acceptable limits. No further action was warranted and the investigation has been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).